Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
I was reported that the insulin pump had a few motor error and a couple button error alarms. The insulin pump's clock loses 5 to 10 minutes sometimes. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm and failed battery alarm noted. No motor error alarm and excessive no delivery alarm noted during testing. Motor passed motor test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. No button error alarm during testing. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly.